Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The nurse stated there was air throughout the lines resulting in the system error 2240 alarm. The nurse cycled power and a system error 2367 occurred. The nurse cycled power again. The technical service representative (tsr) advised the nurse to end therapy and start over with new supplies. The nurse stated she was not trained and not authorized to do so. The nurse would have the peritoneal dialysis (pd) nurse start therapy over with new supplies. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd nurse regarding the reported event. The pd nurse stated she resolved the alarm. She did not notice any visible damage or abnormalities with the cassette or bags that were in use. The pd nurse explained that there was only air in the patient line and nowhere else in the setup. The pd nurse stated she could not identify the cause of the alarm. The pd nurse explained that she discarded the sample and did not know the lot number. Per the pd nurse, she started therapy over with new supplies and the home patient was able to complete therapy successfully. The patient was an infant; therefore proper procedures were not reviewed. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up report will be sent.